Event description:
The customer was admitted to the hospital the last month for dka. Troubleshooting was performed. The customer informed that their tape came loose causing the cannula to dislodge. The customer treated their bgs.